Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On 17-mar-2025, the manufacturer was notified that the user experienced a hypoglycemic event requiring assistance due to incapacitation. The user reported fluctuating blood glucose (bg) levels, with lows in the 30s lasting approximately 90 minutes and highs near 400 mg/dl for up to 6 hours. During the low event, the user was unable to self-treat and required help from her husband to consume carbohydrates. No medical intervention was reported.